Event description:
During an artery bypass with endoscopic saphenous vein harvesting procedure being performed simultaneously, co2 gas entered into the right side of the heart. The procedure started out without any complications. A branch had been cut 2 1/2mm; it was still bleeding but was not cauterized. When the artery bypass portion of the case was started, the pt became hypotensive and co2 gas was noticed in the right side of the heart. The case was then converted to an on-pump procedure, the heart was cannulated and the co2 gas was released. The procedure was restarted, when the co2 line was turned on, the right side of the heart filled with co2 again. The incident was documented and was believed by the surgical staff that the co2 gas entered the circulatory system through the uncauterized branch and not due to product performance.